Event description:
It was reported that a continu-flo solution set had a black marking inside of the tubing, distal to the middle y-site. This issue was discovered before device use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the device noted that there were several pieces of dark matter approximately 2 inches above the middle y-site adhered to the inner tubing wall. Microscopic inspection showed that the dark matter was burned plastic approximately 0.25 inches in length. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition is undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.